Event description:
The customer reported that the image was noisy during set up involving an Olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgementsThe investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.